Event description:
Healthcare professional reported right side capsular contracture baker grade iii and exchange from textured to smooth due to the patients concern with the product. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold, brown particles in the surface of the shell, yellow particles in the fill channel and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify an opening striated in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening in the posterior side assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.